Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that two out of seven phaco tips were found to be occluded upon first use during the procedures. There was no harm to the patient. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
No balanced phaco tip was returned for evaluation for the report of the tip acting if it was occluded; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned from the customer and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because no complaint sample was received to determine a root cause. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. No additional action is required at this time. (B)(4).